Manufacturer narrative:
Evaluation summary: the device was returned deployed with the clip captured in the vessel locator wings. The wings were open. The pusher body to nylon shaft was disbonded. The safety release rod bushing was also disbonded and it was out of the track. This device condition is known to creat difficulty removing the device and is consistent with the reported experience. The damage detected with the safety release bushing and rod is consistent with an attempt to release the vessel locator wings after clip deployment. The open vessel locator wings and captured clip can occur when the pusher body to nylon shaft bond fails. The investigation of the pusher body to shaft nylon bond failure has been initiated and concluded in internal corrective actions to the equipment, preventive maintenance, the manufacturing process flow and quality control process. Review of the history record for this device did not produce any findings relevant to this report.

Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after a diagnostic procedure. The device was difficult to remove but it was ultimately removed manually. After device removal the clip was seen on the end of the clip delivery tube. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no additional information was available.